Manufacturer narrative:
This report is submitted on january 18, 2019, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the surgeon, the patient experienced a loss of fixture subsequent to sustaining a head trauma. It is unknown if there are plans to reimplant the patient as of the date of this report,